Manufacturer narrative:
Eval complete-final report.

Event description:
The account obtained a negative result on a urine sample tested using the kit. The pt's serum was then tested for a positive result equal to 79 mlu/ml. The account did not remember if the urine was a first morning or a random sample. A home pregnancy test performed on 10/15/96 gave a positive result. The pt came in again for testing on 10/21/96 and the kit again gave a negative result but the home pregnancy test was positive. The pt was to have received an injection of depropervera but did not. The dr performed a pelvic exam and said the uterus was "globular". On 11/5/96 the account stated the pt miscarried before the end of october, exact date not available.